Event description:
It was reported tha balloon rupture occurred. The target lesion was located in the iliac artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.